Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that¿there was error code 574 on both implantable neurostimulators (inss). They used the clinician programmer and wiped out the programming on both inss. The patient has lost therapy now and they need to reprogram their therapy. The clinician is not very familiar with the dbs application, so they will call back for assistance. Refer to manufacturer report 3004209178-2021-05676 for related device.